Event description:
This spontaneous report was initially received from a health professional concerns a female patient of unspecified age from the united states: (B)(6). The patient's height, weight, and medical history were not reported. The patient was prescribed all-flex arcing spring diaphragm (latex size 75). Concomitant medications were not reported. On an unspecified date, the patient experienced a hole in her diaphragm. The patient called to report that she had "developed a hole" in her diaphragm that she purchased "5 years ago". The patient refused to offer any further information and the product packaging has been discarded. The MFR received the complaint on (B)(6) 2012. A batch record review cannot be performed, as there is no lot number available. The complaint was closed on (B)(6) 2012. The disposition was reported as undetermined/inconclusive. The MFR will continue to track and trend. The patient outcome was unspecified for the hole in diaphragm. This report was associated with a product quality complaint (pqc) number (pqc number (B)(4)). This report was serious (reportable device malfunction).

Manufacturer narrative:
Batch record review cannot be performed, as there is no lot number available. Complaint will be reopened if further information becomes available. Close complaint, continue to track and trend.